Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 58 mmol/l (1045 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient had taken a sick day as she was not feeling well. When her daughter came home, she found the patient passed out. The patient was transported by ambulance to the hospital on (B)(6) 2017, where she later went into a coma. She was diagnosed with diabetic ketoacidosis (dka). When she woke up from the coma, on (B)(6) 2017, the patient was hooked up to a bag of intravenous (IV) fluid. She had trouble remembering much about the event. Patient reported feeling ¿out of it¿ and not well. The exact date was not provided, however, it is known that the patient was released from the hospital in november, some time after thanksgiving. Upon her release from the hospital, the patient was not prescribed medication and there were no changes made to her insulin doses. The pod was removed by doctors at the hospital. No additional information about the device or its condition could be provided. The patient did not want the pod replaced. Since her release, the patient has remained hesitant to apply a new pod. The patient has been doing multiple daily injections.